Manufacturer narrative:
Additional information: the report of driveline fault alarms was confirmed based on the submitted system controller log file. The log file contained approximately 52 days of data and captured normal pump parameters until (B)(6) 2017 at 22:45 when consecutive driveline fault alarms were flagged until the end of the log file. The pump operated above the low speed limit for the duration of the log file. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent a compromised wire in the patient's percutaneous lead; however, a specific cause for the driveline fault alarms cannot be conclusively determined through the evaluation of the returned lead. A distal end percutaneous lead repair was performed by a technical services representative on 15aug2017. Approximately 17.5 inches of external portion/distal end of the perc lead was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires revealed a breach in the yellow wire near the repair site. Due to the nature of the breach, it appeared to have been inadvertently created during the distal end repair. The percutaneous lead was connected to a pump and was operated on a standard hq water loop for two hours and the driveline fault alarms were not able to be reproduced. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. The system controller was received for evaluation on 16aug2017, however, the evaluation is not yet complete. Approximate age of device - 6 years and 8 months. The patient remains ongoing with the left ventricular assist device. However, a portion of the percutaneous lead is expected to be returned for evaluation but has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that a driveline fault alarm occurred. The alarm was cleared and did not return while the patient was in the clinic. The primary system controller was exchanged. It was reported that the patient (B)(6). The manufacturers technical services confirmed that there was true driveline fault alarm that occurred on (B)(6) 2017. The internal x-ray images appeared normal and the external images showed signs of wear and tear. The picture showed a missing outer percutaneous lead jacket. The patient was admitted to the hospital and a percutaneous lead (driveline) replacement was performed on (B)(6) 2017. The patient remained asymptomatic.